Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed "status 1", "status 56", and "status 140" message on power up. The complainant indicated that there was no pt involvement in the reported malfunction.